Event description:
It was reported by the rep the device was used during a colon resection. It was reported the staples malformed and hemostasis was not attained. The surgeon completed the resection by hand sewing the cut line. There was no consequence to the patient.